Event description:
A journal article was submitted which evaluated the safety and feasibility of total cerebral protection methods using embolic protection devices (epds) for carotid artery stenting. Case 4 presents a patient who had a potentially high risk of cerebrovascular events during the procedure. The patient was attempted to be treated with a 6mm spider fx device. An attempt to deploy the device was made using an exchange manoeuvre through a simmonds type 5fr catheter which was first used to obtain access to the right common carotid artery. Due to the tortuous anatomy the spider fx could not be deployed. The spider fx device was then placed in the right common carotid artery. The left vertebral artery was protected. Debris was caught in the epd. MRI on the day after the procedure showed new ischemic lesions. Asymptomatic acute cerebral infarction was detected.

Manufacturer narrative:
Title: "tailor-made" total cerebral protection during transcatheter aortic valve implantation author: keita suzuki, masaomi koyanagi, shinichi shirai journal: neurologia medico-chirurgica year: 2021 vol/issue: 61(12) ref: 10.2176/nmc.oa.2021-0005. Date of publication. If information is provided in the future, a supplemental report will be issued.